Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the dental implant failed because it fractured the neck, the doctor reports that the implant was removed and he then proceeded to suture the area.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One implant was returned for investigation.visual evaluation of the as returned implant identified that the implant fractured at the collar. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per were good health condition and low bone density (type iii). The reported device was at tooth location 36 (universal) for approximately 1 year, 8 months. The customer did not provide images or x-rays. Review of appropriate documents: instructions for use - tapered screw-vent and trabecular metal implants - ifu4869 rev 9 - 10/2019. Information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events.' DHR review was completed for the subject lot number (1235150). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant'. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.